Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had low blood glucose and reservoir lip ring missing and o ring fell out. Customer's blood glucose value was 67 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with missing reservoir tube retainer, scratched case, minor scratched lcd window and faded serial number label.